Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 575 mg/dl. Customer's current blood glucose value was 271 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump and manual injections for high blood glucose level. The insulin pump received a power loss alarm and multiple failed battery alerts. The customer was able to clear the alarm and did not receive a request to rewind the insulin pump. The customer stated that the battery cap of the insulin pump was not connected and it was fallen off from its place. Troubleshooting was performed for high blood glucose levels. The device is not expected to be returned for analysis.